Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the air/water nozzle appeared to be a white crystalline residue, believed to be a simethicone type anti gas product, but otherwise could not be identified. The root cause of the issue could not be definitively determined, however, the foreign material may not have been removed due to a leak in the scope connector and improper reprocessing. The event may be detected/prevented by following the instructions for use which state: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the contamination found in the air/water channels, the evaluation findings are as follows: the light cover glass was chipped, the light cover glass adhesive was pitted, the optical glass was chipped, the optical glass adhesive was pitted, the distal end adhesive was lifting, the suction connector had water ingress, during angulation the image had uneven illumination, the "up/down/right/left" angulation was out of specification, the play of the "up/down" and "right/left" angle was out of specification, and the electrical safety test was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The initially customer reported to olympus that the evis lucera elite gastrointestinal videoscope had worn bending section glue. The issue was found during reprocessing and the procedure was completed the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: white contamination (possibly simethicone) was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.